Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2019-00748. Patient was revised sometime in (B)(6) 2019. Concomitant medical products: unknown oss stem. Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision due to loosening and subsequently was revised due to interlock oss stem was fracture. Also his oss tibial bearing was fractured on the anterior aspect. There is no additional information at this time.

Manufacturer narrative:
The reported event was confirmed as review of the provided photos confirms the reported event as the stem has fractured and the anterior portion of the bearing is cracked//fractured. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Radiographs were provided and reviewed by a health care professional. Review of the radiographs identified the following: distal femoral resection with a hinged prosthesis with long stem femoral component. Significant radio lucency along the bone cement interface of the visualized portions of the femoral component consistent with loosening. No indications of subsidence, reported poly fracture, subluxation, corrosion, or osteolysis. Medical records were also provided for the initial implantation procedure and review of these records identified no deviations or complications during implantation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.